Event description:
The customer reported that after a successful cardioversion of a pt, defib pads were left on the pt; the pt was being monitored and was stable. A nurse then performed a shift/system check on the device and a shock was delivered to the pt. There was no adverse impact to the involved pt.

Manufacturer narrative:
This report represents a user error where the shift check was done while the device was attached to the pt. There was no device malfunction. The heartstart xl instructions for use describes the steps required to perform an operational check on the device. The steps require the user to power the device off and to connect a test lead. In this case the device was left attached to the pt. We consider this issue to be a user error and not a malfunction.